Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help with error on 8015ls unit. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: tech called in for help on error code 210.2040 on 8015ls unit, has to do with the keypad processer sending a message is received when it is not expected. Replace the logic board on unit. Tech thank me for my assist.